Manufacturer narrative:
Verbally advised lot code info provided by the reporter has been sent to quality assurance for investigation. We await the results. We have requested and await consumer's return of product for eval.

Event description:
Received a report from a consumer indicating pieces of a tampon pledget separated during removal of a tampon. Reporter advised the pieces expelled on their own accord. No injury reported.